Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: mirena from 2011 to 2014. Concurrent conditions included obesity. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced mood swings ("mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and urinary tract infection ("uti"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced hot flush ("hot flashes"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain"), cystitis ("bladder infection"), anxiety ("anxiety"), depression ("depression"), uterine cyst ("uterine cysts"), cervical cyst ("cervical cysts") and ovarian cyst ("ovarian cysts") and was found to have uterine leiomyoma ("fibroids on cervix and uterus"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, menorrhagia, mood swings, hot flush, cystitis, urinary tract infection, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache, uterine cyst, cervical cyst, ovarian cyst, uterine leiomyoma, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, cervical cyst, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine cyst, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received : reporter information were added and updated. Date of insertion and removal were added. This case became incident. Medical history, historical drug and lab data were added. Event injury to herself was updated to pain. New events : mood swings, hot flashes, abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, bladder, uti, anxiety, depression, bladder or urinary problems or changes, migraines, headaches, uterine cysts, cervical cysts, ovarian cysts, fibroids on cervix and uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, lower abdomen pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.